Event description:
Customer reported to beckman coulter, inc. (Bec) that there is a chronic carry-over problem with microalbumin (ma) tested on the unicel dxc 800 synchron system. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) ran a carryover test. The fse replaced reagent probe a and collar. The fse replaced the sample probe. The fse aligned the reagent probe. The fse ran controls. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications. The fse validated the system and documented in customer quality control (qc) record. Root cause is not known.